Manufacturer narrative:
Per the manufacturer's subsidiary, the non-clinical activity was during routine check of the unit and the message appeared after calibration. 81- evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for non-clinical activity, the central control monitor (ccm) displayed a 'low oxygen (o2) supply pressure' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The log indicated instances of low oxygen (o2) pressure. The perfusion screen indicated the need for a calibration at the end of the warm-up period, but the button remained greyed out. A 'low o2 supply pressure' message occurred when manually increasing the flow and o2 blend on the epgs. The pst swapped the o2 and air transducers into opposite positions and a 'low air supply pressure' message occurred indicating that the original o2 side sensor was the cause of the issue. The transducers were installed to their original configuration and the air and o2 pressures were set to 40 pounds per square inch (psi). The voltage from the two transducers were measured and should have been equal, but the o2 pressure transducer signal voltage was half that of the air transducer. It was determined that the o2 pressure transducer caused the 'low o2 supply pressure' messages on the central control monitor (ccm) screen. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.